Event description:
The field service engineer reported a pump with depleted main batteries. It is unknown when this problem occurred. There was no patient injury of medical intervention necessary according to the hospital representative.